Event description:
It was reported that there was an error message plunger flipper. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the top case was cracked by tube holders and handle and cracked right plunger case. During the power up process, the reported problem was duplicated. Found check syringe plunger sensor at power up. Plunger flippers are stuck open and uneven. The root cause of the reported issue was found to be timing plates were installed incorrectly by the customer. Reset the timing plates. Performed power up process and all functional tests which passed. (UDI) is unknown. No product information has been provided to date.